Event description:
It was reported that the customer was concerned that the instruments in the veptr ii graphic cases could not be properly sterilized because the plastic coating was peeling off the metal. Account was concerned that debris could get in the crevices between the plastic and metal, contaminating the instruments. This is report 2 of 6 for this event.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing investigation and appeared to be used with scratches and damage to the lid and the exterior of the base assembly. The anodic coating of the trays was discolored and stained from multiple cleaning and sterilization cycles. The nylon coated brackets installed on both tray assemblies were intact with no evidence of peeling or delamination; however, multiple nylon brackets were bent or deformed. The nylon coating on several brackets was damaged from harsh treatment in the field (scraped off). Due to the received condition and unknown sterilization environments that the unit was subjected to in the field, this complaint is deemed invalid from a manufacturing perspective.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Event description:
This is report 2 of 6 for this complaint (B)(4).